Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged piece of lung removed and find a piece of the foam in it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged piece of lung removed and find a piece of the foam in it.. In the initial report section b5 was not updated, the correct b5 should be - there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of unknown dust contaminant on the pca, blower box, rear panel, bottom enclosure, on the blower, blower seal, inside the blower box, and inside the blower, keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-191 on the error logged. The manufacturer concludes the contaminates found were consistent with keratin-like substance on the blower box outlet and unknown dust contaminant on the pca, blower box, rear panel, bottom enclosure, on the blower, blower seal, inside the blower box, and inside the blower was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.